Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with vancomycin injections (1gm, once daily, intravenously (IV), and 1gm, intraperitoneally(ip) on the 5th day), monocef injections (1gm, once daily, ip (duration not reported), and amikacin injection (500mg, once daily, route and duration not reported) for the peritonitis event. After being hospitalized two days for the peritonitis event, the patient was discharged. It was not reported if the patient was recovering or had recovered from the peritonitis event. It was not reported if dianeal therapies were ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.